Event description:
The physician was using the 3f fogarty when the balloon broke leaving part of the balloon in the vessel. Using a second fogarty, an attempt was made to retrieve the balloon remnants. However, it could not be determined that all pieces were removed. X-ray was used throughout the procedure. There was no harm to the patient.